Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), unk-sigadapt, unknown signia egia adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, when placing the reload into the powered stapler and inserting it to perform the staple, it was verified that the load was not completely closed. It was removed from the patient, another load was opened and it was closed correctly. Surgical time was extended by 10 minutes. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Functional testing found that the reload was loaded into a representative instrument. The jaws were clamped, and a noticeable gap could be seen. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the jaws did not close completely. The reported issue was confirmed. The most likely cause was traced to design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cystectomy, when placing the reload into the powered stapler and inserting it to perform the staple, it was verified that the load was not completely closed. It was removed from the patient, another load was opened, and it was closed correctly. Surgical time was extended by 10 minutes. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted on the video that one reload was attached to an adapter. The adapter was partially visible. The jaws were open. The jaws were closed, but a noticeable gap could be seen. The jaws were unclamped. The staple cartridge could not be examined. It was reported that the jaws did not close completely. The reported issue was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.